Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient initially implanted with a bifurcated stent and a suprarenal aortic extension. A routine follow up computed tomography (CT) showed the patient had aneurysm sac growth and a type 3b endoleak. The physician is planning a secondary intervention to reline the initial implanted devices. A secondary procedure has been scheduled, but not confirmed. The patient is reported to be asymptomatic and in good condition. No additional adverse events have been reported for this patient.

Manufacturer narrative:
Due to the lack of medical records, clinical was unable to confirm the type 3b endoleak or the secondary procedure as reported (it was reported on (B)(6) 2018 from rep that patient had a reline procedure done). The procedure went well and patient doing fine. No additional adverse events have been reported for this patient. However, clinical noted a non-endologix stent had been placed in the left common iliac artery (lcia). The most likely cause of the compromised stent graft integrity was strata material. Possible likely contributing factors include the severe to moderate calcifications at the iliac fixation sites and the use of non endologix stent within the left common iliac artery (if the malfunction involved the main body stent). Procedure related harms and the final patient disposition could not be determined due to a lack of medical records and imaging surrounding the event. There have been no further reports of negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.

Event description:
On (B)(6) 2018, patient had a reline procedure done. The procedure went well and patient doing fine. No additional adverse events have been reported for this patient.